Manufacturer narrative:
Additional information provided in b.2., d.9. And h.3. Corrected information provided in h.6. Correction: on initial MDR the problem code should have been a040609 instead of a2201. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a (device malfunction / incident). No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, the haptic was outside the inserter. Additional information has been received that the leading haptic was out of the inserter while loading and there was no patient contact. The surgery completed with the replacement lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).